Manufacturer narrative:
Date of event and therapy dates are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 1627487-2020-31314. 1627487-2020-31315. 1627487-2020-31316. It was reported that the patient did not have effective therapy. As a result, surgery occurred to explant the system.

Event description:
Additional information received indicated that the explant was reported in error. The system was not explanted on (B)(6) 2020.

Manufacturer narrative:
Device is not reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.